Event description:
Boston scientific received information that during the implant procedure of the device and lead normal pacing impedances were obtained. Shortly after the implant post operative check revealed out of range pacing impedances on the left ventricular lead in the lv tip to lv ring pacing configuration. No noise were noted and pacing thresholds were within normal range. The configuration was changed and normal pacing impedances were displayed. An inquiry was made to technical services regarding this case. A possible set screw issue was suspected.

Manufacturer narrative:
Technical services discussed recommended pacing impedances for this left ventricular lead and indicated that pacing impedances at 2000 ohms would be acceptable. In addition technical services discussed possible indication for the clinical observation, but the root cause of this issue could not be determined. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that the left ventricular configuration has been programmed to bipolar, and a follow up has been scheduled.